Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: on investigation, the pump the pump powered on with audible tone and vibration; however, the display screen remained blank. Investigation duplicated the alleged blank display. The pump case was noted to be cracked near the top corner of the display area. Leak testing confirmed moisture leakage at the site of the crack. The pump was opened for investigation revealing moisture damage throughout the pump¿s interior compartment. Investigation confirmed the alleged moisture issue.